Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is procedural factors.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a aortic valve, was explanted after an implant duration of one (1) year, eight (8) months due to patient prosthetic mismatch. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient was noted with a bmi of 42. She underwent a redo avr. Intraoperatively, the aortic valve appeared to be functioning normally with no valve deterioration or evidence of any clot or thrombus. The valve was excised. The root was measured, lvot was pretty close to 21mm. Given this and the evidence of ppm, aortic root enlargement was performed with bovine pericardium patch. The annulus was sized, and 27mm seem to function well, a 27mm 11500a was then implanted with pledgeted mattress sutures. After weaning off bypass, there was bleeding posteriorly. The heart was rearrested, and a small site where the patch attached onto the aorta was repaired. Hemostasis was assured, the patient tolerated the procedure well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
This is a 45-year-old female with a history of avr (B)(6) 2023). H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.